Manufacturer narrative:
(B)(4). Batch # p57t46. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advanced. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the surgery was changed as you have stated "procedure has been completed by another one surgery technique ,"? Was the procedure converted from a laparoscopic technique to an open technique? Please provide further detail on the procedure change. When the device cut the tissue but did not "merge the tissues" did the device not deliver any staples? Or were staples seen in the tissue but had not formed properly (b form shape)? Or was the staple line incomplete (missing staples)?

Event description:
It was reported that during and unknown procedure, the stapler cut the tissue but didn`t merge tissues. Procedure has been completed by another one surgery technique, which made procedure more difficult and longer. No consequences for the patient reported.